Manufacturer narrative:
Corrected h6 (device code(s)). Added information to section b5 (describe event or problem), h6 (health effect - impact code) and h6 (health effect - clinical code). H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 83-year-old patient with a 7300tfx27 valve model implanted in the tricuspid position underwent a valve-in-valve procedure after an implant duration of approximately five (5) years and eleven (11) months due to leaflet degeneration leading to restricted motion and moderate stenosis. Reportedly, the posterior leaflet was diffusely thickened and severely restricted on leaflet opening. Additionally, there was mild leaflet thickening particularly at the basal mid portion of the lateral leaflet with associated restriction. Leaflet thrombosis was ruled out based on the diffuse nature of thickening and on the fact that patient is on anticoagulation. The integrity of the bioprosthetic valve was otherwise intact with no evidence of dehiscence on functional CT. The patient presented with dyspnea. A transcatheter valve was successfully implanted within the surgical device.

Manufacturer narrative:
The serial number was obtained. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event

Event description:
Edwards received notification that this 83-y-o patient with a 7300tfx27 valve model implanted in the tricuspid position underwent a valve-in-valve procedure after an implant duration of approximately five (5) years and eleven (11) months due to leaflet degeneration leading to restricted motion and moderate stenosis. As reported, the valve had started to show signs of failure 7 months before the valve replacement. Reportedly, the posterior leaflet was diffusely thickened and severely restricted on leaflet opening. Additionally, there was mild leaflet thickening particularly at the basal mid portion of the lateral leaflet with associated restriction. As reported, although differential does include leaflet thrombosis, the diffuse nature of thickening and the fact that patient is on anticoagulation would favor more of a degenerative process rather than a thrombosis process. Calcification and pannus were ruled out. The integrity of the bioprosthetic valve was otherwise intact with no evidence of dehiscence on functional CT. The patient presented with dyspnea. A sapien 3 valve was successfully implanted within the surgical device. The patient was noted as to be discharged home.

Manufacturer narrative:
Added: h6 (type of investigation). Updated: b5 (describe event or problem), h6(investigation findings, investigation conclusions) h10 manufacturer narrative: tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 83-year-old patient with a 7300tfx27 valve model implanted in the tricuspid position was placed under consideration for a valve-in-valve procedure after an implant duration of approximately five (5) years and one (1) month due to leaflet degeneration leading to restricted motion and moderate stenosis. Reportedly, the posterior leaflet was diffusely thickened and severely restricted on leaflet opening. Additionally, there was mild leaflet thickening particularly at the basal mid portion of the lateral leaflet with associated restriction. Leaflet thrombosis was ruled out based on the diffuse nature of thickening and on the fact that patient is on anticoagulation. Calcification and pannus were also ruled out. The integrity of the bioprosthetic valve was otherwise intact with no evidence of dehiscence on functional CT. The valve-in-valve procedure was deferred due to patient illness.